Event description:
A talent bifurcated stent graft delivery systems was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was reported as severe calcification in a focal area. It was reported that the physician attempted to advance the stent graft delivery system, however, during the advancement, the delivery system kinked due to the severe calcification. The device was removed from the patient without incident. The physician elected to place another device which was successfully deployed. The kinked delivery system were discarded by the user facility. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention. Evaluation results: severe calcification in a focal area. Graft cover kinked. Device discarded. Conclusion: severe calcification in a focal area.